Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient diagnosis; stemi.

Event description:
It was reported that at 2330 the nurse initiated a new primary infusion of precedex 400mg/100ml IV bag to infuse via the patient's central line in the open heart recovery room/ICU. At 00:15 the nurse found that the patient became confused and making odd gestures with her arms, when it was noted that the precedex IV bag was empty. The customer later stated that there were no adverse effects caused to the patient from the event.